Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer experienced a high blood glucose level of 451 mg/dl. She treated her blood glucose level with a manual injection. The caller stated that they tried to do a correction bolus but the insulin pump alarmed no delivery. The customer performed a full set change but even changing the reservoir only did not resolve the issue. The customer disconnected the insulin pump and reverted to manual injections. The insulin pump kept alarming no delivery. Troubleshooting was performed and no anomalies were found. The infusion set cannulas were not bent. The customer was advised to perform a full set change and to return the infusion set for analysis. The device was not returned.